Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in spain has reported that the manometer of an rd900afu neopuff infant resuscitator was damaged and non-operational. There was no reported patient involvement.